Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer next to kin reported via phone call that they experienced high blood glucose level of 500 mg/dl. The customer did not have the insulin pump with him therefore troubleshooting was not performed. The customer reported that infusion set had a bent cannula. It was reported that the insulin pump did not alarm for insulin flow blocked. The customer's father was advised to call back to run the high pressure test on the insulin pump. The product was not returned for analysis.